Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer won't close. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, the field service engineer (fse) confirmed that the customer had resolved the issue. There had been a medication jam, and no further investigation was required for the device. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer won't close. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.